Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual, mechanical and microscopic inspection was performed on the returned device and no anomalies were found. The root cause of the reported event could not be determined as there was no physical damage observed and the device function as designed.

Manufacturer narrative:
The device referenced in this report is an implantable device; therefore, no device was returned for evaluation. The cause of the reported event cannot be determined. The most likely cause of the reported event can be attributed the operator¿s technique. The instruction manual gives several warnings in an effort to prevent fallopian tube damage. ¿extend the tongs and grasp the fallopian tube by moving the operating slide forward toward the distal end of the applicator (a). Grasp with the inferior tong positioned on the bottom of the fallopian tube to avoid injury to the tube. Carefully inspect applicator tongs prior to use (see section 3.3). Does not use if tongs are out of alignment or are damaged, as patient injury can result. Always grasp the fallopian tube with the shorter inferior tong positioned on the bottom to avoid injury to the tube.¿

Event description:
Olympus was informed that during a therapeutic tubal ligation procedure, the prongs of the falope-ring applicator cut the patient's fallopian tube without applying the bands. There was minor bleeding observed that was treated with a bipolar device. It was reported that the intended procedure was prolonged by thirty minutes and completed with a different device.